Event description:
Toothbrush head detaches from the toothbrush - oral-b [device breakage] case narrative: a spouse via e-mail stated that the oral-b toothbrush head detached from their wife's oral-b pro 2 toothbrush, making it impossible to brush her teeth. No injury was reported. 07-mar-2023 follow up via images: the suspect product lot was 2ab12820616. The concomitant product was oral-b power. Power oral care refills crossaction eb50. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.